Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working. Here were no attempts to replace the power supply and adapter cable. The device shut off after the 15 second activation cycle but it did not return to its normal state. A new device was used to complete the procedure. There was no delay. No patient harm was reported.